Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 5 device embolization serious injury event(s) for the sapien 3 in the aortic position. The time to event (tte, in day(s)) for this event is 0 day(s). The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, , minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, inaccurate measurement of the landing zone ,and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e. Minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Late valve embolizations are likely related to valve under sizing, malposition, or incomplete expansion, or lack or anchoring mechanism. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2026 data extract for aortic serious injury events for the sapien 3 valve. This report summarizes 5 aortic device embolization serious injury event(s) for the sapien 3 transcatheter heart valve. The age range for these event(s) is 66 - 86 years. The breakdown for gender is as follows: 0 female(s) and 5 male(s).